Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu0330 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "PICC placed 30th dec left placement (diagnosis rt breast cancer) 45 cm total length 2 cm at exit 21/01 PICC blocked and exit @ 0 cm: unblocked with alteplase, pulled back to 2 cm. 27/02 PICC blocked: alteplase. 7/03 blood transfusion, PICC exit @1 cm, high pressure noted. 13/3 flow reduced. 19/03 flushing and aspirating but at 1 cm again. 09/04 cxr as exit @ 7 cm this is report from radiologist. Oncology doctor said to nurse safe to continue using. The left-sided PICC line inserted via presumably the antecubital fossa on the left has its tip placed at the level of the dorsum of the aortic arch suggesting that it is retracted into the left-sided innominate vein. The cardiomediastinal contour remains smooth, the heart is not enlarged and the lungs and pleural spaces are clear. 14/04 PICC blocked: alteplase. 17/04 7 cm @ exit. 11/05 aspirating. Epirubicin administered, patient complained pain, extravasation diagnosed, treated with dexrazozane infusion over 3 days."

Event description:
It was reported: "PICC placed (B)(6) left placement (diagnosis rt breast cancer) . 45cm total length . 2cm at exit . 21/01 PICC blocked and exit @0cm ¿ unblocked with alteplase, pulled back to 2cm . 27/02 PICC blocked ¿ alteplase . 7/03 blood transfusion, PICC exit @1cm, high pressure noted . 13/3 flow reduced . 19/03 flushing and aspirating but at 1cm again . 09/04 cxr as exit@ 7cm this is report from radiologist. Oncology doctor said to nurse safe to continue using. The left-sided PICC line inserted via presumably the antecubital fossa on the left has its tip placed at the level of the dorsum of the aortic arch suggesting that it is retracted into the left-sided innominate vein. The cardiomediastinal contour remains smooth, the heart is not enlarged and the lungs and pleural spaces are clear. 14/04 PICC blocked ¿ alteplase . 17/04 7cm @ exit . 11/05 aspirating. Epirubicin administered, patient complained pain, extravasation diagnosed, treated with dexrazozane infusion over 3 days."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a blocked and leaking catheter was confirmed and the cause appeared related to use of the device. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were abundant throughout the sample. Permanent kinks were observed between the 6cm and 7cm depth markings and between the 11cm and 12cm depth markings. Two partially circumferential splits were observed between the 15cm and 16cm depth markings and between the 16cm and 17cm depth markings. The splits occurred within permanent kink impressions. The sample kinked preferentially at the sites of the kinks and splits during manual manipulation. Microscopic inspection of the splits revealed granular fractures surfaces. Catheter buckling, material wear and discoloration were observed in the vicinity of the splits and kinks. The fracture features were consistent with flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube, causing gradual fracture formation and propagation. The location of the splits suggested that they occurred within the patient, suggesting that cyclic kinking may have been related to catheter placement and/or patient anatomy. A lot history review (lhr) of redu0330 showed no other similar product complaint(s) from this lot number.